Event description:
Reported from facility: "we had an issue with a guidewire last week that tied itself in a tiny knot. We were able to get it out of the patient without problems."

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The complaint of a knot in the guidewire was confirmed but the cause was unknown. The returned product was one 19.5" nitinol guidewire. The distal tip exhibited a knot, slight bends, and slight blood residue. Microscopic examination of the knot revealed the distal weld tip was intact. No mechanical damage was observed on the outer coil wire. Tactile evaluation confirmed the presence of the knot but did not reveal tensile weakness in the wire. No evidence was found that would suggest a manufacturing defect, but this type of failure can possibly occur as an anomaly of guidewire movement though a tortuous path. However, a firm root cause could not be established for this complaint. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.